Manufacturer narrative:
The report received from the field states that when attempting to cross the lesion with the stent delivery system (sds) the stent dislodged. The procedure was for treatment of a stenosis in a proximal vein graft. The characteristics of the lesion are unknown. As per the report, the physician did not know if the stent was still on the balloon while trying to cross the lesion. He then pulled back and checked the stent. The physician thought the stent felt strange on the balloon catheter. A second attempt was made to cross the lesion and this is when the stent came off the balloon. He went in with a 2.0 balloon and saved the stent in the proximal vein graft. The stent was successfully deployed. No patient injury. No other information has been provided. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the product the customer reported complaint of stent dislodgment could not be confirmed. With the limited information provided it is not possible to determine an exact cause for the event but there are procedural factors and lesion characteristics that can contribute to this type of event. There is no indication that there is a design or manufacturing related issue therefore no action is required.

Event description:
The report received from the field states that when attempting to cross the lesion with the stent delivery system (sds) the stent dislodged. The age and gender of the patient are unknown. The procedure was for treatment of a stenosis in a proximal vein graft. The characteristics of the lesion are unknown. As per the report, the physician did not know if the stent was still on the balloon while trying to cross the lesion. He then pulled back and checked the stent. The physician thought the stent felt strange on the balloon catheter. A second attempt was made to cross the lesion and this is when the stent came off the balloon. He went in with a 2.0 balloon and saved the stent in the proximal vein graft. The stent was successfully deployed. No patient injury. The physician's concern was why this happened - possible strut being caught on the stenosis or caught on the guide. The guide used was medtronic launcher jr 4 with outside holes.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.